Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer's blood glucose level was 8.6 mmol/l at the time of the incident. The customer was assisted with the troubleshooting. It was stated that the insulin pump was unable to rewind. The insulin pump will be returned to the analysis.

Manufacturer narrative:
Insulin pump was received with a cracked case , battery tube threads - cracked and software low level failures confirmed in downloaded pump history due to software error. Device passed the self test, the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.